Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high and low blood glucose level. The high blood glucose level was over 600 mg/dl and low blood glucose level was 45 mg/dl. The customer declined troubleshooting for high and low blood glucose level. The insulin pump will not be returned for analysis.